Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that torque test failed. See f-s398. This complaint involves one (1) device torq limiting handle - 4.5mm qk coupling. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 service and repair evaluation: the customer reported the torque test failed. The repair technician reported device failed torque testing and was out of calibration. The minimum torque peak attained during evaluation was 3.168 nm which is out of the specified limit 3.2 nm-3.7 nm for the part. Torque test low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is failed low. The item will be forwarded to customer quality. The evaluation was confirmed. H4 device history part #: 03.835.043, synthes lot #: h732800-28, supplier lot #: h732800-28, release to warehouse date: 14 jan 2019, manufactured by: n/a, supplier: (B)(4), no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.